Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing top tip. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 3 of 7.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 6, 2013 to june 7, 2013. Evaluation summary: the device was received for evaluation. Visual inspection showed no evidence of the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.